Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va19ty1, implanted: (B)(6) 2016, product type: lead, ubd: 19-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient inquired if the "stimulator" in her back "can move" because she feels it (stimulation) down her leg. The patient stated it was "my leg from my left buttock down around to the front of my leg and middle of my leg, that's where the stimulation is¿. Patient services asked if the patient was referring to the stimulator or just the stimulation sensation and the patient clarified that she believes the leads have possibly moved and that is why she is feeling stimulation in her leg. Patient services asked about recent falls or trauma and caller stated "yeah. I got bumps and everything and I got bruises.¿ patient services redirected the patient back to the doctor to have the device and leads checked and to set-up an appointment with the manufacturer representative (rep) to possibly do some reprogramming. The patient stated that this started about a month ago. No further complications were anticipated/reported.